Event description:
It was reported that at 16 minutes, 112,000 joules while using the surgical fiber during a prostate procedure, the fiber was broken/damaged. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no injury to the patient". The was no injury to the patient or staff reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass fiber core exhibits a circumferential fracture proximal to fusion zone at the bevel edge; the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits severe devitrification at the output area, and detritus adhesion around output area; the fiber was tested with hene laser fixture, the aim beam is present at the output window and break location. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.